Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician was planning to extract this right atrial (ra) lead. Additional information obtained from the field which indicated that the lead was no functional. The lead was explanted. No additional adverse patient effects were reported.